Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the ultratome xl broke. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.